Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The air gas module was found defective and was replaced to resolve the issue. The device was delivered to the user in working condition. The issue was decided to be reported as defective gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s. - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s. - corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.